Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation and correction findings, sections g6, h2, h6: d2a, d2b, component code, impact code, type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. The complaint for frame damage was confirmed based on provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, a patient underwent a mitral viv procedure with femoral vein access for a transseptal access, once the second valve was prepared. The valve was inserted by the cts and got stuck halfway through the sheath. The commander kinked trying to push through and the valve would advance no further. It was decided to pull the valve back within the sheath but when that did not work, it was decided to pull the system out as one unit. The commander balloon came out of the valve and the valve was stuck in the sheath and vein. A couple of attempts to move the valve back within the sheath were unsuccessful. It was decided to abort the procedure and surgically removed the valve. A vascular surgeon was called to help with this process. The valve was destroyed upon removal upon follow up, the fcs advised that' the esheath was kinked and there was tearing/sheared the clear part of the expansion portion. The perceived root cause of the event is unknown. Device photos were received. Per training manual, during thv retrieval back into sheath tip, do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Per imagery evaluation, it appears that the crimped valve exited the sheath tip. It is possible that during attempts to retrieve the thv back into the sheath, the valve got caught on the sheath tip. In this case, additional force was likely applied to pull the thv into the sheath, and it is possible that this caused the valve frame to interact with the sheath tip during retrieval, resulting in frame damage at the inflow as observed in the imaging evaluation. As such, available information suggests that procedural factors (retrieval of crimped valve, high retrieval force) may have contributed to the complaint event. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the field clinical specialist, a patient underwent a mitral viv procedure with femoral vein access for a transseptal access. The first valve was wasted because we could not get past the skin area of access due to scar tissue. The 16fr sheath was in place but the valve was getting stuck before entering the skin area. Sheath was positioned up to the light blue section. Tried different approaches but nothing would work. Removed the whole system and started over with the groin. They used serial dilators up to 26fr to dilate the femoral vein before putting the 2nd sheath in place. Once the second valve was prepared. The valve was inserted by the cts and got stuck halfway through the sheath. The commander kinked trying to push through and the valve would advance no further. It was decided to pull the valve back within the sheath but when that did not work, it was decided to pull the system out as one unit. The commander balloon came out of the valve and the valve was stuck in the sheath and vein. A couple of attempts to move the valve back within the sheath were unsuccessful. It was decided to abort the procedure and surgically removed the valve. A vascular surgeon was called to help with this process. The valve was destroyed upon removal. Patient was complete and patient returned to room. Upon follow up, the fcs advised that there was no difficulty faced inserting esheath into patient. The expansion tool was used (esheath+). The loader was able to be fully inserted into the esheath/esheath housing. The esheath was not inserted at a steep angle. Right side access was achieved. The delivery system and valve did not exit the tip of the sheath. The delivery system was stuck first to mid portion of the blue section of the esheath. The thv was crimped per IFU. The delivery system was prepared per IFU. The esheath was kinked and there was tearing/sheared the clear part of the expansion portion. The perceived root cause of the event is unknown. Device photos were received. All devices were discarded.

Manufacturer narrative:
A supplemental MDR is being submitted due to administrative review, sections g6, h2, b5 corrected.

Manufacturer narrative:
This report is 1 of 3. The investigation is ongoing.

Event description:
As reported by the field clinical specialist, a patient underwent a mitral viv procedure with femoral vein access for a transseptal access. The fcs sent photos, and the second valve had a bent strut. All devices were discarded. This was a mitral viv procedure with femoral vein access for a transseptal access. The first 29mm sapien 3ur valve was wasted because the commander ds with valve met resistance at the entrance to the skin due to scar tissue. The entire system was removed. The team used serial dilators up to 26fr to dilate the femoral vein before putting the 2nd sheath in place. The 2nd 29mm sapien 3ur system was then inserted but got stuck halfway through the sheath. The commander kinked trying to push through and the valve would not advance any further. Unsuccessful attempts were made to pull the valve back within the sheath. It was decided to pull the system out as one unit. The commander balloon came out of the valve and the valve was stuck in the sheath within the vein. Attempts were made to move the valve back within the sheath were unsuccessful. It was decided to abort the procedure and surgically removed the valve. A vascular surgeon was called to help with this process. The valve was destroyed upon removal. Patient was complete and patient returned to room. The second valve had a bent strut. All devices were discarded.